Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had difference in sensor glucose and blood glucose. Blood glucose value at the time of event was 7.1 mmol/l. Troubleshooting was performed. No harm requiring medical intervention was reported and the customer reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor will not be returned for analysis.